Event description:
The customer reported the ventilator was failing during preoperational testing and checkout. The ventilator was not in use on a patient therefore there was no patient involvement. The manufacturers field service engineer reported the device went vent inop due to oxygen valve stuck open. Vent inop, when in use, will stop providing ventilatory support to the patient. Service is currently in progress.